Event description:
It was reported that the patient had received an inappropriate shock below the conditional zone due to t-wave oversensing. The shock successfully converted the patient's rhythm. Approximately a few weeks later the patient received additional inappropriate shocks within the same sensing vector even after the conditional zones were decreased. The patient is still being evaluated and the system is still in service. No additional adverse events were reported.